Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod for longer than 48 hours. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. The exposed portion of the soft cannula was observed to be torn on the left side. A leak was observed due to the observed tear in the soft cannula. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the observed damage to the cannula contributed to the reported failure to deliver insulin. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.n986usqsehyh1 hardware: sm-n986u cgm sensor type: g7.